Event description:
As reported in a legal file, this female patient had a cypher stent implanted in her left anterior descending artery (lad). She was prescribed plavix for three months. Approximately three years post procedure, she experienced very late stent thrombosis leading to myocardial infarction. No other information was provided.

Manufacturer narrative:
The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting, although the timeframe reported is somewhat out of the norm. Without additional information, it is not possible to determine what factors may have contributed to this event.